Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited lead impedance measurements greater than 2,500 ohms when programmed to bipolar mode; impedance measurements in unipolar mode were stable. The device remains implanted; the issue was resolved by reprogramming the device to unipolar mode.